Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error after possible exposure to moisture. Customer¿s blood glucose was 6.8 mmol/l at the time of incident. Customer stated that the insulin pump also alarmed battery out limit. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, unexpected restart error test and all operating currents tested within the specification range. Device was monitored and tested with no unexpected battery out limit alarm noted. No moisture damage on electronics and motor assembly noted.